Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The insulin pump passed the rewind, basic occlusion test, and displacement test. No motor error alarm was noted and the motor passed the motor test. No black screen anomaly was noted. The insulin pump was received with a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated that the monitor of pump show abnormal black irregularly.